Manufacturer narrative:
Since a serious deterioration occurred, this is considered a reportable event. Cynosure was unable to confirm the reported complaint. Cynosure made 3 good faith efforts to contact the customer for more information on the event. Customer was unresponsive. It is possible that the rf thermometer probe was in close proximity of the rf path (depending on the size of the dog) and it heated. When using the ellman unit in monopolar, it is possible for heat transfer to occur with small metal objects such as monitoring devices or implants because the rf energy seeks the path of least resistance.

Event description:
A report was made that a dog patient developed a burn in the esophageal area during a veterinary procedure on the perineum using surgitron. Cynosure did not sell this device as a veterinary device and treatment performed was used off label. Injury to the esophagus led to surgery. Site reports that this was the first an injury like this has occurred since using surgitron.